Event description:
It was reported that the patient was "not feeling well the last couple of days" and their heart rate was 113 beats per minute. The patient reiterated that they were "not feeling great"and their heart was going fast. The crt-d was reprogrammed and the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were all reprogrammed. The crt-d and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.